Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the water jet tube. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the body cover grip cracked, the lg prong corroded, the lg prong top corroded, the nozzle gluing missing, the bending rubber leak, the remote control buttons cut, the light guide cable cut, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, and the right pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.